Event description:
It was reported the pt has been receiving inadequate pain relief due to uncomfortable/ineffective stimulation. The pt has also been receiving stimulation in an unintended area that is too intense. Follow-up revealed the pt has been receiving inadequate coverage since being implanted. Prior reprogramming to provide resolution was unsuccessful. The pt was recently given new programs and will try them out moving forward.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.